Manufacturer narrative:
Date of event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient reported pain at the ipg site following a fall. Surgical intervention may take place at a later date to resolve the issue.

Event description:
Additional information received indicates the patient had their ipg pocket revised on (B)(6) 2020 where the ipg was repositioned in the same pocket to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the pain has resolved.